Event description:
Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 10330615.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. During the explant procedure, one lead was fractured and a portion of the lead still remains implanted. Surgical intervention may take place in the future.